Event description:
One 6/8/93, a 62 year old patient with terminal ovarian cancer and recurrent post-operative pulmonary emboli was taken to or for insertion of a vena cava filter umbrella through jugular approach. After insertion, it was noted that the filter did not open and had migrated into the main pulmonary artery. The patient was put on cardiopulmonaary bypass and a median sternotomy was done to retreive the device, after another filter had been inserted via femoral approach. The patient expired on 6/13/93 when family requested life support be discontinueddevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.